Event description:
Per oos, this system was removed for infection sometime in 2007, and a new system was implanted three months later. Device was discarded by hospital. Also removed were: cylos dr-t, MDR 1028232-2008-00104. Setrox s 45, MDR 1028232-2008-00107.